Manufacturer narrative:
Correction/removal reporting number: 2531779-03/24/2010-003-r. The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box history revealed "loss of prime" and "no cartridge detected" alarms on (B)(6) 2012. The pump was found not to recognize the cartridge during the load step. Fluid was found to dispense out of the cartridge and the pump emitted a "no cartridge detected" alarm. The force sensor was found to be out of calibration. The pump lens cover was removed and force sensor flex pins were found to be dislodged from the printed circuit board (pcb) sockets. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
Patient reports pump dispensed insulin during load cartridge phase.